Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer miscalculated a bolus and blood glucose (bg) lowered between 40-54 mg/dl. The customer ate to treat bg. Additionally, the customer's son provided assistance to treat bg. Recommendation was made for customer to discuss event with a healthcare provider.